Event description:
The single chamber pacemaker was interrogated in the box before implantation and the pacing polarity during automatic implantation detection was programmed to bipolar. Reportedly, during implantation on (B)(6) 2016, there was no pacing when connecting the atrial lead. The pacemaker started pacing when it was inserted in the pocket. Pacemaker checks were performed after implantation and the next day before discharging the patient.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The single chamber pacemaker was interrogated in the box before implantation and the pacing polarity during automatic implantation detection was programmed to bipolar. Reportedly, during implantation on (B)(6) 2016, there was no pacing when connecting the atrial lead. The pacemaker started pacing when it was inserted in the pocket. Pacemaker checks were performed after implantation and the next day before discharging the patient.

Manufacturer narrative:
(B)(4).

Event description:
The single chamber pacemaker was interrogated in the box before implantation and the pacing polarity during automatic implantation detection was programmed to bipolar. Reportedly, during implantation on (B)(6) 2016, there was no pacing when connecting the atrial lead. The pacemaker started pacing when it was inserted in the pocket. Pacemaker checks were performed after implantation and the next day before discharging the patient.